Event description:
It was reported that the patient complained of chest pain. The right ventricular (rv) lead exhibited an increased and high threshold. A chest x-ray was performed and the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, implanted: (B)(6) 2005. (B)(4).